Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. It was indicated that the device is not returning for evaluation because it remains implanted in the eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore when an intraocular lens was inserted. Therefore, the lens was placed in the patient's sulcus. There was a vitrectomy performed, but no incision enlargement or sutures used. At the patient's 1 week post-operative retinal evaluation, the patient's visual acuity was 20/25 and there were no issues per exam. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
Upon further review it was learnt that this report is a duplicate filing for the event reported under MDR# 2648035-2019-00360 which captured investigation results and all pertinent information available. Therefore, no further information will be submitted under this manufacturer report number.